Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. Only a main coil was returned for this complaint; the introducer sheath and the delivery wire were not returned. The coil was found kinked and stretched. The zap tip has a smooth surface. The interlocking arm was detached and it was not returned. The dimensional inspection revealed that outer diameter of the zap tip, primary coil and distal and proximal fiber bundles were within it's specification.

Event description:
Reportable based on device analysis completed on 14oct2019. It was reported that the coil was deformed. The target lesion area was located in a moderately tortuous blood vessel. A 2d 8mmx20cm interlock-35 was selected for a gonadal vein embolization procedure. During the procedure, a deformity was noted on the coil and it was confirmed that the coil was frayed. The device was removed. The procedure was completed with a different device. No complications reported. However, device analysis revealed that the interlocking arm was detached and was not returned.